Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). It was reported that the device produced an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter and a 2:1 ratio cutter for evaluation. The device history record (DHR) and previous repair report of skin graft mesher device reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher six times as documented in the repair reports. The last repair was september 28, 2017 where it was reported that the device was producing an incomplete mesh and the gear and shoulder bolts were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed skin graft mesher 2:1 ratio cutter noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter six times as documented in the repair reports. The last repair was september 28, 2017 where it was reported that the device was producing an incomplete mesh and the bushings, collars and gears were replaced. The device history record (DHR) and previous repair report skin graft mesher 1.5:1 ratio cutter reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter as documented in the repair reports. Initial qa inspection of the skin graft mesher on march 12, 2018 revealed that the roller gear and comb were damaged on the device. The pretest could not be performed due to the damaged components. The 1.5:1 ratio cutter and the 2:1 ratio cutter both failed to produce a passing sample mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the damaged comb and gear. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the 1.5:1 ratio cutter and the 2:1 ratio cutter both failed to produce a passing sample mesh and were deemed non-repairable. However, it was also noted that the comb and roller gear were damaged. The root cause of the device produced an incomplete mesh was due to damaged cutters which failed to produce a passing sample mesh and the damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the skin graft mesher had incomplete mesh. This was on a cadaveric donor skin. No adverse events were reported as a result of this malfunction.